Manufacturer narrative:
Date of event is estimated. A patient experiencing a lead fracture was reported to abbott. The patient¿s lead was replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention occurred wherein the lead was found to be fractured and lead was explanted and replaced.